Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cautery hook tip broke off at the distal end of the monopolar cautery instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar cautery instrument was returned with part of the cautery hook tip. Engineering evaluated the returned instrument and found that the disposable cautery hook tip was broken at the distal end of the monopolar adapter. The broken section of the tip remained embedded in the mono adapter.  The distal most thread on mono adapter was damaged. Evidence not conclusive, but the cautery hook tip breakage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.